Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 2001. Sought medical treatment for an infection at the piercing site in 2002. At this time, i.v. Antibiotics were administered, an incision and drainage was performed and oral antibiotics were prescribed.